Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen stopped responding accurately after the user dropped the device, and the screen was found to be cracked; glucose at the time was 159 mg/dl and not impacted, and infusion sets and a replacement ilet were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component consistent with damage from a drop. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.